Event description:
It was found during set up before the surgery that the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker (B)(4) service technician through visual inspection. Based on the risk documentation a bent duraguard can occur if excessive side load is applied to the feature.